Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The gold-tite square uniscrew (unisg) was not returned. Therefore, a visual and physical/functional inspection of the product could not be performed. No photographs or radiographs of the screw were available for assessment. No device lot number was provided so a device history record review and a complaint history review could not be performed. Further, review of the item based complaint history of the device for the past 2 years did not identify any existing nonconformance/CAPA/hhe/d/ie/product holds against the reported screw. Complainant reported that the patient came in the office because the crown was loose. The dentist removed the crown and discovered that the screw was bent. The reported events could not be verified, as the product was not returned for inspection. No photographs or radiographs were available for assessment. A root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Device has not been returned to manufacture.

Event description:
It was reported that abutment screw was loose. Patient came into the office because the dental crown was loose. The dentist removed the crown and discovered that the screw was bent. Dentist used an analog to test if the crown was seating properly then a healing abutment was placed temporarily.